Event description:
It was reported that subsequent to a protegen sling implant in 1998, the pt was "having problems" with sling which required removal in 1999. No further info is available and the device was not returned for eval.